Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Dor: (B)(6) 2018: patient received a primary left tha to treat end-stage osteoarthritis with degeneration. The cup was press fit and the stem was cemented with an unknown cement restrictor and unknown cement. The surgeon notes that the patient had mild shuck at 15 degrees of flexion. The procedure was completed without complications. Clinic note dated (B)(6) 2019: the patient presented with pain in the non-operative right hip. X-ray reveal a stable, well fixed left tha and tendonitis of the non-operative right hip. The surgeon notes the left tha is healing nicely. The patient is prescribed pt for the right hip tendonitis. Doe: (B)(6) 2020: ER note indicates the patient received a closed reduction under anesthesia to treat superior posterior dislocation of the left hip. The procedure was completed without complications. Clinic note dated (B)(6) 2020: patient follow-up after left hip dislocation. The surgeon is pleased with the healing process. There are no product defects or patient harms reported.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for initial anterior dislocation of left hip. Event is serious and is considered moderate. Event is definitely related to device and is definitely not related to procedure. Date of implantation: (B)(6) 2018. Date of event (onset): (B)(6) 2020; (left hip).